Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Treatment was not reported. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. While hospitalized, the patient passed away. The cause of death was reported as peritonitis. It was not reported if dianeal therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unspecified date and month in 1950. As the device was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.